Manufacturer narrative:
This report is submitted on september 15, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. (B)(4).

Manufacturer narrative:
This report is submitted on july 27, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : device not received by manufacturer.

Event description:
Per the clinic, the patient experienced extrusion of the electrode lead into the external auditory canal (date not reported). Subsequently, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another device during the same surgery.